Event description:
Attempted to fire the cautery davinci fenestrated bipolar forceps. The instrument failed to fire. Multiple attempts were made to correct/troubleshoot the issue but none were successful. A new instrument of the same type was opened onto the field and it functioned normally. No delay or harm.